Event description:
It was reported that the catheter was placed via subclavian vein during radiography. A small portion of the catheter tip broke and remained in the subcutaneous tissue. Additional info received on 05/18/2010 by the sales rep stated that a 3mm piece of the dilator tip, not the catheter tip, was seen through the radiograph (located in subcutaneous tissue), but they can not/will not remove it at this time. It was documented and will be monitored over the coming yrs. The pt's outcome is unk. The piece is still in the pt and will be left there. No further info is available.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.